Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the pigtail of the cartridge. Customer addressed the issue by loading a new cartridge. Customer did not provide their blood glucose level.